Event description:
The manufacturer received information from a third party service center alleging an issue with the ventilator's lcd screen. There was no harm or injury reported. During the evaluation of the device at the third party service center, the ventilator's lcd screen was found to be blank. The device's lcd screen was replaced to address the issue.